Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this patients right atrial (ra) lead showed signs of infection. The lead was removed. No additional adverse patient effects were reported. Additional information was received which reported that the patient with an implanted device and leads developed a pocket erosion. The right ventricular (rv) lead lead was non boston scientific. The patient was admitted to the hospital and the device was removed and the leads were surgically abandoned. A non boston scientific leadless pacemaker was implanted. Then blood cultures indicated methicillin-resistant staphylococcus aureus (mrsa) which did not improve with antibiotic therapy. The patient had all devices removed at that time. During the removal of the ra lead, it had severe adhesions to the superior vena cava. The lead was able to be explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patients right atrial (ra) lead showed signs of infection. The lead was removed. No additional adverse patient effects were reported.